Event description:
Manufacturer's ref #: 303697.

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer replaced both transducers which corrected the pressure transducer test failures. The device was cleared for clinical use after performed and passed functional and safety tests to factory specifications. An inspection of the returned expiratory side pressure transducer printed circuit board (pcb) showed a hair-like debris in the ceramic cavity on the top of the pressure sensor chip on the expiratory side pressure transducer pcb. The debris disappeared during the handling of the transducer and before tests in the reference ventilator. The evaluation of received device logs shows that several pre-use check pressure transducer tests had failed starting 7 days before the reported date of event. The date of event will therefore be adjusted from 2020-03-16 to 2020-03-09. Simulated use test ventilation in a laboratory environment did not reproduce the reported issue. Several pre-use checks passed and more than 3 days of simulated use test ventilation passed without any deficiency noted. A failure of the inspiratory or expiratory pressure transducer may lead to high airway pressure and generation of alarms for peep high or peep low. A malfunctioning pressure sensor may generate false alarms or no alarms when alarms should have been raised. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately prior to ventilation. The conclusion in this matter is that reported failure and the expiratory side pressure transducer's unstable (drift) behavior probably was caused by a foreign particle in the ceramic cavity on the top of the sensor's chip, or water, but this could not be confirmed.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).